Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was supported with a biventricular assist device (bivad). The vad coordinator reported that the patient stated that both batteries went "low" and then the unit stopped working. The patient switched to an alternate power source and the unit was found to be stuck in "fixed" mode, making strange noises, and the driver key was not working. The patient then switched to the backup driver which functioned properly. The vad coordinator verified that the driver key on the driver would not work. A replacement rental unit has been requested.